Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a screw driver broke during surgery. The locking screw driver broke while backing out a pedicle screw at s1 to adjust its height from the vertebral body. Another screw driver was used to complete the task. There were no patient injuries associated with this event.

Manufacturer narrative:
The returned driver was examined. The tip was found intact and undamaged. However, the alignment block has broken off and was not returned. The complaint is confirmed. The cause is unknown. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.